Manufacturer narrative:
As reported, the optifix straight fixation device guidewire was bent and deployed broken fastener. Evaluation of the sample finds for bent guide wire and backup tabs. The reported and found broken fasteners is a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use while fixating into the coopers ligament. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 : sample evaluated.

Event description:
As reported, during a laparoscopic transabdominal preperitoneal (tapp) procedure, a surgeon used a optifix straight fixation device to fixate the mesh. It was reported that while attempting to deploy the fasteners into the cooper's ligament the guidewire was noted to be bent. Also reported that, approximately three fasteners were deployed broken. It was reported another optifix straight fixation device was used to complete the procedure. There was no reported patient injury.